Manufacturer narrative:
Concomitant medical products: product ID 8703w, lot# l50556, implanted: (B)(6) 1998, product type catheter. Other relevant device(s) are: product ID: 8703w, serial/lot #: (B)(4), ubd: 23-feb-2000, UDI#: (B)(4). Mdtmdt. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient receiving fentanyl via an implantable infusion pump. It was reported that a couple of years ago the patients pump contents was replaced with saline due to a granuloma.